Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0p45s, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2015, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that they tried to increase stim but wasn't not able to. It was indicated that health care provider had downloaded the software and set up the device twice and it was not working right. The patient services walked patient through increase stim and the patient hit the upper limits sign. It was indicated that the device was on and battery was ok and one side was at 3 volts and the other was at 4.5 volts. The patient also reported that no one showed them how to use the device. There was no symptom reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the consumer reported that the deep brain stimulator was implanted from (B)(6) and turned on (B)(6) 2015. The patient had been to programming with the neurologist 4 times since. The doctor had only been trained to turn on and off the device. No steps were taken to resolve the inability to increase. The next appointment was on (B)(6) 2015 with the neurologist. The patient had already had two units implanted for pain since 2000 and had had battery and unit replacements. The patient was familiar with the controller and was capable. The patient wanted to be able to make self comfortable if needed instead of waiting for the doctor to have an appointment available.